Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a company representative that reported that the patient was in for a pump replacement and the catheter was not patent. The pump connector was snipped off and the catheter was patent. A pump segment was attached but then no csf (cerebral spinal fluid) flow was noted. The healthcare provider tried aspirating through the catheter and the side port of the pump to no avail. A new spinal segment was then implanted and connected to the pump segment. There were no noted environmental, external or patient factors that may have led contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly (the catheter body had a dried drug, blood, or foreign material occlusion). All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study indicated that the patient was receiving fentanyl (2000 mcg at 700.78099 mcg/day), bupivacaine (13 mg at 4.55508 mg/day) and hydromorphone (3.7 mg at 1.29644 mg/day) via an implantable infusion pump. It was reported that the catheter access port could not be aspirated and that the catheter was occluded. No symptoms were reported. No further actions were taken and the issue was ongoing. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 the patient would have replacement done in hospital due to body mass index (bmi). There was no changed in catheter status. No further complications were reported/anticipated.